Event description:
It was reported that during a laparoscopic gastrectomy procedure, air leaked from the outer seal. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.